Event description:
A literature article reported 22 cases regarding patients who underwent implantation of intraocular lens (iol) for cataract surgery. All patients were concurrently suffering by uveitis and posterior capsular opacificaiton (after cataract) occurred after surgery. Due to this adverse nd-yag. This case regards a pt with a history of bechcet's disease who, in 1996, underwent catarct surgery with iol (ceeon model #812c) implantation. In 1999 the pt developed posterior capsular opacification (after-cataract) and, on an unknown date, they underwent posterior capsulotomy performed by means of laser nd-yag. At the time of the report the outcome of the event was unknown. The event was considered as serious/intervention required by company's physician.